Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications or injuries reported, and the patient condition was good post procedure.